Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry. Quality control (qc) and calibration were valid at the time the samples were run. Qc was run after erroneous result was obtained, which recovered low out of range. The customer ceased testing on this system and replaced the integrated multisensor technology (imt) sensor. With simens remote assistance, the customer checked sampler alignment to imt port, imt dilution pump, replaced sample diluent, reran dilution check, replaced rotary valve x seal. The customer deconfigured the imt module. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced diluent syringe, performed new dilution check and qc, which recovered acceptably. Then, the cse found hole in the sample tubing, and replaced it. Siemens evaluated the event and determined that malfunctioned diluent syringe and hole in sample tubing potentially contributed to a falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result was reported to the physician(s), who questioned the result. The sample was reprocessed on an alternate dimension exl integrated chemistry system. The repeat result recovered higher than the initial result and was considered correct. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.